Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the right ventricular lead. The lead met specifications prior to leaving abbott manufacturing facilities. The lead was returned and visual inspection was normal. The cause of infection could not be traced to the lead.

Event description:
Related manufacturer's reference number: 2017865-2021-35447, related manufacturer's reference number: 2017865-2021-35448. It was reported that the patient presented in the clinic. It was discovered that the patient pocket was infected, and the device had eroded resulting in the patient experiencing redness and fever. Bacterial culture was performed and results determined that there was presence of (B)(6). The physician opted to perform a full system explant. The patient was in stable condition.